Event description:
It was reported by the pt: I had ultherapy treatment done about 6 weeks ago and suffered nerve damage by the right side of my lower lip. The lip is now unable to do certain movements like pucker and push up. It has gotten slightly better but has never returned to normal movement.

Manufacturer narrative:
Ulthera technical user's manual states: potential side effects: nerve effects: transient local muscle weakness may result after treatment due to inflammation of a motor nerve. Transient numbness may result after treatment due to inflammation of a sensory nerve. Pt signed consent form being notified of the above potential side effect prior to treatment.